Manufacturer narrative:
(B)(4). The device was received by baxter and the reported symptom was confirmed. The wireless module was not within specification. The module failed to pass testing due to a failure on the wireless module flex and radio pcb. These components failed due to fluid intrusion, and this also caused the odor most commonly associated with a "burnt" smell. This unit has been rendered un-repairable and will be removed from service.

Event description:
It was reported that a wireless module for a spectrum pump smelled burnt. It was also reported that there was no patient injury.